Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a wet tap occurred during a trial on 19sep2023, after which the patient was experiencing headaches. A blood patch was performed on 28sep2023 to address the issue.